Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two and a half years to less than four months in approximately 14 months. A request was made to have data from this device analyzed, but technical services (ts) indicated that at this time, data is not available. Ts requested the representative involved to interrogate the device to obtain updated data. At this time, there is no evidence to suggest that this request has been completed. No adverse patient effects were reported. The device remains in service.